Event description:
Customer's mother called to say, they removed pod because they did not think it was delivering insulin correctly. Customer's blood glucose levels ranged between 194-460 mg/dl. He also had ketones and was vomiting. Customer was taken to the hospital on the advise of their doctor. At the hospital, they removed the pod and gave him insulin by injection. The customer's mother threw that pod away at the hospital, but was able to provide the lot number from the box. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.